Event description:
Additional information received reported the patient had two surgeries, "when it was originally implanted and then I had emergency surgery about six weeks later."

Event description:
It was reported that the patient developed a wound infection at the incision site post-operatively. It was indicated that the patient's infusion system was recently implanted and one of the incisions used to tunnel the catheter was infected. The patient's symptom was a lateral incision that would not heal at the site of the tunnel pass. It was indicated that a culture was taken from the lateral incision wound and (B)(6) was identified. It was noted on (B)(6) 2012, that the patient underwent 'incise and irrigation' of the lateral wound in the operating room (or). It was noted that the catheter was exposed at the site of infection but looked to be healing. It was noted that the patient's device system had remained in the body. It was reported that the patient was receiving effective therapy. The drug delivered via pump was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).